Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the surgeon had to use force to unload the sulu from adapter during each change of reload. At the end, scrub nurse and the surgeon was not able to remove the loading unit from the adapter at all. The last reload used was not able to fire. Surgical time was extended more than 30 minutes. New adapter and reload was used to complete the case. There was no patient injury.